Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate the stopper pulled out of tube within a holder and sample leakage. The following information was provided by the initial reporter. The customer stated: "after blood sample collection, the staff found the blood sample in the logistics bucket had leaked. The shield of the blue cap was off."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 10 retained samples from the bd inventory were functionally tested and the customer's indicated failure modes of cap (stopper) pop off or leakage was not observed. Bd was unable to duplicate or confirm the customer¿s indicated failure modes. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate the stopper pulled out of tube within a holder and sample leakage. The following information was provided by the initial reporter. The customer stated: "after blood sample collection, the staff found the blood sample in the logistics bucket had leaked. The shield of the blue cap was off."